Event description:
Responded to a cardiac arrest call upon arrival pt was in v-fib and when the charge button was pressed the message state connect cables. Attempted a 2nd time and state connect cables. There was another ambulance on scene so facility used their lp12.

Event description:
The facility equipment coordinator reported that the therapy cable used during the reported event had a broken low voltage pin in the device connector. The facility removed the daamaged cable from from use. The broken pin will result in a failure of the defibrillator to charge and the device will display a connect cable warning message. The device was provided to the local medtronic service representative for evaluation, however due to power loss from hurricane katrina, the evaluation has not been completed.